Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001822565 - 2017 - 06764, 0001822565 - 2017 - 06765, 0001822565 - 2017 - 06766. Implant date - unknown date in (B)(6) 2008. Concomitant medical products: versys head, unknown part/lot 00784301306 femoral stem beaded fullcoat 12/14 neck lot#60859842 00620205220 shell porous with multi holes 52 mm lot#60803460 00630505036 liner standard 3.5 mm offset 36 mm i.d. Lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
The patient reported having extreme pain post primary left hip arthroplasty. No revision has been reported. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.